Event description:
New information states that premature battery depletion was noted. The patient suffered permanent injuries.

Event description:
It was reported that the patient suffered injuries due to the implantable cardioverter defibrillator. The device was explanted for battery advisory and replaced. There was no allegation of elective replacement indicator alert or premature battery depletion. No further information was available.